Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/17/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found holes and tears on the load plate cover and damaged bottom enclosure. The autopulse 1.5 is a reusable device and was manufactured in june 2013. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive was performed and no user advisories were found on the reported event date of (B)(6) 2016, thus not confirming the reported complaint. During functional testing the platform was run with the lrtf (large resuscitation test fixture) for 10 minutes with no issues. In summary, the reported complaint was not confirmed. There was dirt debris found at the drive shaft, removed and cleaned the drive shaft at the belt clip attachment. The belt clip switch was inspected, no fault found. The platform passed functional test.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) error message. The customer was not able to clear the error message. No patient sequelae reported. No additional information was provided.